Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n192951008, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that a motor stall occurred (B)(6) 2015 and never recovered. A stopped pump period may exceed tube set message appeared in the pump logs. The patient was taken to the emergency room with return of baseline pain and less than 50% therapy relief. Hospitalization and medical intervention required. A possible pump replacement was initially planned for (B)(6) 2015, but as of (B)(6) 2015 the pump replacement had not taken place. The healthcare professional (hcp) stated the patient¿s other comorbidities prevented them from approving the patient for surgery. The patient¿s pain was being controlled orally. The reporter noted that the patient was residing in a nursing home. The pump was used to infuse morphine. No outcome reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.